Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. It was reported that the device was dropped down the toilet. The IFU for pico 7 states ¿the pump must be protected from sources of fluid e.g. From incontinence or spillages. Discontinue pico 7 use if fluid ingress is observed¿. Due to this, the root cause was found to be user error. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device fell on the toilet but was still working. The next day, the device stopped working. Patient tried different solutions but it did not work. There was no back-up device available. Patient was advised to contact the hospital to obtain a back-up device to continue the therapy. No harm or injury reported. Device is not available for investigation. No further information is available.